Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event of irregular low voltage alarms was confirmed through log file and product analysis. The log files captured intermittent atypical low power hazard and power cable disconnect alarms active throughout the system controller event log file. These alarms were due to the relative state of charge (rsoc) voltage on the white power cable being below the alarm threshold. These alarms did not prevent the controller from supporting the pump functionality. The returned system controller, serial number (B)(6), did not pass functional testing due to high measured resistances in both power cables. Fluid ingress was observed in both power cables. The controller was connected to a known working test power module, test system monitor, test modular cable, and mock circulatory loop and was able to be run for an extended period without issue. The system controller was disassembled for further analysis. Upon opening the controller, fluid ingress was observed inside the power cable connectors. Rsoc voltage was measured across the black power cable while the cable was manipulated and voltage dropped to approximately 0 v. The rsoc wire of the white power cable fluctuated at high resistances and measured multiple open loop conditions, correlating with wire fatigue. Insulation testing was performed on both cables and passed. No alarms were reproduced during testing; however, the observed fluid ingress and wire fatigue are consistent with activating the reported alarms. Provided information stated that exchanging the controllers resolved the alarms and that the cause of the observed fluid ingress was not identified. Although root cause of the reported events could not be conclusively determined through this analysis, the reported alarms were consistent with the fluid ingress and wire fatigue observed during testing. Incidental findings: unseated lcs_blk pin 1 in backup battery ribbon cable connector. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 patient handbook (rev. A) and heartmate 3 lvas instructions for use (rev. D) are currently available. Heartmate 3 patient handbook section 4 - ¿living with the heartmate 3¿ states that ¿the heartmate 3 system components must be kept dry. Never expose the system controller, batteries, mobile power unit or power base unit to water. If these system components get wet, your pump may stop. Never take tub baths or go swimming while implanted with the pump. The heartmate® gogear® shower bag must be used while showering to keep the system controller and batteries dry.¿ heartmate 3 instructions for use section 7 - ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 - ¿alarms and troubleshooting¿ explain how to troubleshoot the system controller. Heartmate 3 instructions for use section 8 - ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 - ¿caring for the equipment¿ explain how to properly take care and maintain the integrity of the system controller. The heartmate 3 patient handbook, section 10 - ¿safety checklists¿ and the heartmate 3 lvas IFU, section f - ¿safety checklists¿ instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted for evaluation. The patient experienced multiple low voltage alarms when connected to the wall power and at times with batteries. Visual inspection of the system controller shows cracking and possible "green drainage" at bend reliefs on both white and black power cords. They planned to exchange system controller. It appeared that the log file contained low voltage advisories while connected to battery power. Additionally, the log contained below specifications voltage readings while connected to the mobile power unit (mpu). These alarms are likely related to the reported damage to the controller leads. Additional information noted that the controller exchange resolved the alarms.